Event description:
It was reported that the ilet stopped delivering insulin and displayed an unable to proceed message after a supply change, with logs confirming dosing stopped and a consecutive motor stall alert consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, in the context of a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.